Manufacturer narrative:
The two xience v everolimus coronary stent systems are being filed under the same MFR number. Results and conclusion summation - product performance engineering reviewed the incident. Stenosis and angina are known adverse events associated with coronary stenting as noted in the xience IFU, and are not necessarily an indication of a product quality issue. Likely, the angina and dyspnea are secondary effects of the stenosis which resulted in the hospitalization and revascularization. There does not appear to be a quality problem. A conclusive root cause for the issues and relationship to the devices cannot be determined.

Event description:
Reporting status: serious injury/hospitalization/medical intervention. Reporting rationale: restenosis requiring medical intervention. Device issue: no device malfunction has been reported. It was reported via trial the index procedure was performed in 2008. The pt experienced chest pain, palpitations and shortness of breath (dyspnea) four months later. The pt was hospitalized and revascularization was performed on the target vessel six days later. No add'l event or pt info is available.